Event description:
A pt had initial operation to repair a hernia. Some time later (unk), a re-herniation occurred requiring additional repair. It is unk at this time whether the product contributed to the re-herniation. No other info is available at this time. As of today, the pt is still doing fine.